Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board will be replaced to address the issues. Device has been evaluation, but the components have not been replaced pending customer approval of estimate.